Manufacturer narrative:
The device was returned for investigation. No abnormalities or deficiencies were found with the device.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for low blood glucose (bg) levels. Patient¿s blood glucose reached 48 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (abdomen). Patient tried to bolus with 2 units which is a meal bolus and then went to the emergency room. The patient¿s mother stated the patient had a seizure because of low bg levels. Patient's mother gave a shot of glucagon 1 mg while waiting for the emergency medical responder (ems). The patient was in the emergency room for a couple of hours.